Event description:
It was reported that the procedure was to treat a concentric 90% stenosed lesion in the proximal left anterior descending artery with moderate tortuosity and heavy calcification. A non-abbott balloon was used for pre-dilatation, and the 3.5 x 12 mm nc trek balloon was advanced without issue for further dilatation. The nc trek was inflated to 12 atmospheres for 30 seconds, but could not be deflated. Several attempts were made to apply further pressure and deflate the balloon. The balloon deflated slightly and the gauge of the inflation device went down, but did not go down to zero. The balloon catheter, guide wire and guiding catheter were removed as one unit, with resistance noted. The guide wire was advanced and a stent was implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.